Event description:
It was reported that there was telemetry failure with the rf (radio frequency) head. The rf head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event. The rf (radio frequency) head cable was exchanged.